Manufacturer narrative:
(B)(4). The device was manufactured april 24, 2014 to april 25, 2014. Evaluation summary: the device was received for evaluation with approximately 82ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After removal of the cap, normal flow was observed from the device. A flow rate test was also performed, and the flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow. It was reported that approximately 20ml of an unspecified drug remained in the bladder after the expected medication time. An attempt at infusion was made for another five hours; however there was no flow for that duration. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.